Event description:
Procedure performed: unknown. Event description: at the beginning of the surgery, every other clip failed to load (did not load), after using 5-10 clips the device worked normally. No clinical impact to the patient as a result of the event. Additional information received by applied medical rep via email on (B)(6) 2026: this has happened already on (B)(6). Intervention: unknown. Patient status: patient is ok.

Manufacturer narrative:
The event device is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of the investigation.